Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for "other." It was reported that a motor stall was seen at the initial interrogation of the pump. It was reported the patient recently had a magnetic resonance imaging (MRI) scan. On (B)(6) 2017 the patient had a MRI and a motor stall and motor stall recovery occurred. The next day the patient got another MRI and a motor stall and motor stall recovery occurred. About 2 hours and 45 minutes after the second MRI another motor stall occurred with no recovery. It was also reported that they saw the tube set message. The hcp had interrogated the pump 3 times but there was no recovery. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the motor stalls were unknown, but had resolved on it's own. The dose had been put to minimum rate on (B)(6) 2017. The patient was seen on (B)(6) 2017 and had no more stalls so the rate was increased and a replacement was scheduled for (B)(6) 2018. The last pump replacement was in (B)(6) 2012. The patient weighed (B)(6) at the time of the event. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-feb-14. It was reported that the patient was taken to an MRI suite to have an MRI done and a representative was present to interrogate the pump afterwards. 8 hours after the MRI the pump was still in motor stall mode. The pump was checked twice with 10 minute intervals. The managing physician was made aware of the current motor stall situation and they were working on getting the patient cleared for pump replacement. The motor stall was caused by the magnetic field surrounding the MRI. The issue was not resolved at the time of the report. No patient symptoms were reported. Surgical intervention was planned but not scheduled at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was explanted (B)(6) 2018 and returned to the manufacturer. The pump was delivering morphine 25.0 mg/ml; 3.097 mg/day.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls.(B)(4). If information is provided in the future, a supplemental report will be issued.